Event description:
On 10/7/82 an aus device was implanted. On 12/9/82 the control assembly was revised. On 1/20/87 the cuff and pump were revised. On 8/26/96 the device was removed from the pt and replaced due to reccurring incontinence.